Manufacturer narrative:
Testing and investigation found the device delivered less than expected. This was due to a broken motor assembly. This report represents all info known by the reporter upon query by hospital personnel.

Event description:
The customer reported the device delivered less than expected. The device was returned to the biomed engineering dept with an unsigned note that stated, "not working." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available, there were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device delivered 18.4ml instead of the expected volume of 20ml. No add'l info was provided.